Manufacturer narrative:
The complaint allegation is not confirmed. One unpackaged, ar-13997sff, fastpass scorpion, batch 14971243, was received for investigation. Visual evaluation noted normal signs of wear. Functional testing was performed by inserting an ar-13991n scorpion needle batch number: 959415q into the complaint device and loading a suture to pass through a suture practice pad. Functional testing revealed that the device was able to properly capture the suture and fire as intended.

Event description:
On 10/5/2023, it was reported by an arthrex subsidiary employee via sems-06050515 that an ar-13997sf fastpass scorpion had an issue. On (B)(6) 2023, a rotator cuff procedure was performed using the scorpion fastpass shoulder clamp ar-13997sf with the needle ar-13991n, 3 suture passes were made in the joint and it worked well. In the 4th suture pass the click was made, this was heard louder. When the clamp was removed from the joint, it was activated to close it but it was evidenced that it no longer made that movement. This occurred during use with no patient harm. Additional information has been requested. On 10/13/2023, the arthrex subsidiary employee provided the following information via email: no part of the scorpion or the scorpion needle broke inside the patient. The scorpion needle was discarded. No additional scorpion needle had to be used. The procedure was completed successfully. There was no adverse effect to the patient and no case delay.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.